Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a non-penumbra coil extraction procedure using a penumbra system 3max reperfusion catheter (3maxc) and a non-penumbra catheter. During the procedure, the physician experienced resistance while attempting to insert the 3maxc into the catheter, therefore, the 3maxc was removed. The procedure was completed using another 3maxc. There was no report of an adverse effect to the patient.